Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip failed to deploy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was returned partially deployed. Inspection of the returned device revealed that the clip-firing mechanism was not activated to fire the clip off the device. There were no abnormal observations that could prevent the deployment button from being depressed to fire the clip. Because the clip was not fired, the locator wings would not collapse and the plunger would not disengage as observed. During testing, the device was cleaned, assembled, and deployed successfully as intended. Based on the investigation findings, the probable cause for the reported product experience is incorrect technique as the deployment button was not depressed after completing the thumb advancer stroke to fire the clip off the device. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint database for this lot revealed no other incidents with reported failure to deploy the clip. There does not appear to be any indication of a lot specific product quality deficiency.